Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit alarmed "gas loss". There was no harm to the patient reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. Unrelated, the fse replaced the safety disk, tidal volume disk, 9v daughterboard battery, scroll compressor, pressure/vacuum and screw kit, cardiosave pm schedule, b because they were all due for replacement. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.